Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1 had failed. The customer reported that a cubie pocket failed to release, and an error message indicated device not detected on bus. The customer performed a station reboot and recovered the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the matrix drawer was not on the bus, and the pyxie bus ribbon cable was unplugged. Fse reconnected the cable after shutting down the station, and the drawer came back online after reboot. The system functioned as intended after the field service engineer had repaired the device.